Event description:
A 74 yr old female pt underwent a procedure on december 22, 1996 to have a synthes anterior cervical plate affixed to her spine. Sometime over the next 4 months the plate broke and separated. The pt underwent another procedure on 5/6/97 to remove and replace the anterior cervical plate.